Event description:
Complainant alleged that during functional testing, the device prompted a "unit failed" message. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corp evaluated the device, and the reported malfunction was not replicated or confirmed. The device was returned to the customer.